Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000162, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system had a red light blinking on the battery bar. It was found that battery tray 8 under load was only outputting 13 volts. The battery tray was replaced and the system then performed as intended and passed a system checkout. The battery tray was returned to medtronic for analysis. Analysis confirmed the reported issue. The battery pack failed a bench test with low voltage. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the mobile viewing stations (mvs) displayed a battery fault error. The site was able to perform an image acquisition for the case. The site reportedly forgot to shut down the system the night prior. The procedure was completed without issue. The reported issue did not result in a procedure delay. There was no impact on patient outcome.